Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed as it was not working as the balloon would not fully expanded. There was leakage from the pump as well. The physician indicated that the aus may be re-implanted after 6 months based on patient conditions. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6).